Event description:
Litigation alleges that the patient suffers from pain.

Event description:
Litigation alleges that the patient suffers from pain. Update: 3/6/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient is bilateral. Records are available for further review.

Event description:
It was reported that the patients right hip was revised on (B)(6) 2013 due to pain and possible pseudotumor. Osteolysis was also reported.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Not returned.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.